Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced instability and bone notching. As a result, approximately two years and three-months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 2 of 2 for this event/patient.

Manufacturer narrative:
D10: 320-40-13: constrained humeral liner, 40 mm, +2.5: sn# (B)(6). 320-10-05: equinoxe reverse tray adapter plate tray +5: sn# (B)(6). 320-15-05: eq rev locking screw: sn #(B)(6), 320-20-00: eq reverse torque defining screw kit: sn# (B)(6). 320-32-40: expanded glenosphere, 40 mm, for small reverse: sn# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of instability and prosthesis wear of the humeral liner as reported. The inferior wear observed on the explanted humeral liner likely occurred due to impingement between the liner and native glenoid bone. It remains unclear if the observed wear contributed to the reported instability. Instability and the series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and post-operative or pre-revision radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.